Manufacturer narrative:
At this time, the device has not been returned for analysis. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that there were episodes of noise observed on both channels of this pacemaker. The episodes had been occurring for at least six months and often occurred in the middle of the night. It was subsequently reported that both leads were experiencing episodes of noise with oversensing leading to pacing inhibition. It was suspected but not confirmed that there was a lead on lead interaction occurring. Both the right atrial and right ventricular leads were surgically abandoned and replaced. This pacemaker was explanted and replaced during the same procedure. No additional adverse patient effects were reported.